Manufacturer narrative:
Device investigation details: a photo was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the photo provided by the customer, a breakage is observed in the dilator but not complete separation from the dilator hub. The potential cause of the damage could not be determined. A device history record was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the photo received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and the dilator shaft was broken. It was reported that before the operation, the shaft of the inner sheath was broken. The device was not used in patient. A second device was used to complete the operation. There was no adverse event reported on patient.